Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR: a promus premier select ous mr 16 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28jul2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 2.50mm x 16mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and moderately calcified left circumflex coronary artery. After the lesion was pre-dilated with a semi compliant balloon catheter that resulted to 75% residual stenosis, a 16 x 2.50 promus premier select drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed intact and the procedure was completed with another device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damage.